Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional information, g3 date received by mfg - additional information, g6 type of report - updated/follow-up, h2: type of follow up - additional information/correction, d10 concomitant medical products - correction, h10 corrected data.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b, d zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).